Event description:
It was reported that pump displayed cartridge errors and showed a message indicating 0 insulin delivery on customer¿s t:slim x2 system. There was no reported impact to the customer¿s blood glucose level. Customer spoke with technical support by phone, but no additional information was received regarding any corrective actions or final outcome of the event.